Event description:
It was reported that a patient underwent an open colon resection on (B)(6) 2013 and barbed suture was used. Approximately one week post operative, the patient complained of pain and felt something bust. The patient was readmitted to the hospital and underwent a re-operation. During the procedure the surgeon stated, that the fixation tab had come loose.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is a follow up 2 report, sent as follow-up 3 due to emdr transmission error.